Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the delivery system was not returned for evaluation and photos were not provided which lead to inconclusive results. An indication for a manufacturing related cause could not be found. Based on information available, the investigation is closed with inconclusive results for the alleged stent deformation. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling supplied for this product was reviewed. The instruction for use (IFU) states some covered stent specific events that can be associated with complications; e.g., fracture, compression, kinking and insufficient covered stent expansion. Preparation for stent placement and stent placement procedure was found to be described by the instruction for use; e.g.,: "use "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length."; "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, the patient underwent a fluency stent graft 10x60 placement procedure, the stent got collapsed and repaired on the same day (B)(6) 2023 by 10x80 fluency stent graft. It was further reported again that the stent got collapsed in the same patient and repaired by 10x100 stent on (B)(6) 2023. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent graft placement, the stent was allegedly collapsed. It was further reported that an additional stent was placed to repair the collapsed stent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the delivery system was not returned for evaluation and photos were not provided which lead to inconclusive results. Based on information available, the investigation is closed with inconclusive results for the alleged stent deformation. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling supplied for this product was reviewed. The instruction for use states some covered stent specific events that can be associated with complications; e.g., fracture, compression, kinking and insufficient covered stent expansion. Preparation for stent placement and stent placement procedure was found to be described by the instruction for use; e.g.,: "use "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length."; "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." H10: g3 h11: h6 (patient, method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent graft placement, the stent was allegedly collapsed. It was further reported that an additional stent was placed to repair the collapsed stent. There was no reported patient injury.